Event description:
It was reported that a revision procedure occurred to change a bilateral system implant to a dual lead single neurostimulator and to change the extension. Impedances were reported as fine when plugged into the right port of the new stimulator; however, low impedances were noted when the extension was hooked up to the 1x4 adaptor on both the right and left side. Multiple new 1x4 adaptors were used to establish good impedances with no resolve. It was determined that the impedance issue was a problem prior to the surgical procedure. The patient was previously getting good therapy with the impedances reported with the original extension so it was decided not to replace the extension. The patient outcome was reported as fine. Portions of this event were also reported in manufacturer report #3007566237-2012-01342 regarding the patient's previous neurostimulator.

Manufacturer narrative:
Product ID unknown. Product type: lead: product ID unknown. Product type: extension. (B)(4).